Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the battery drawer worked intermittently and that both display wires were pinched and the insulation was breached. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connectors. The epg was returned for repair and test and calibration. There was no patient involvement.